Event description:
A device did not recognize the battery when it was installed. Not in clinical use. Investigation is ongoing. No reports of patient/user ham.

Manufacturer narrative:
H10/h11: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device did not recognize the battery when it was installed. It was reported there was no patient involvement at the time the issue was discovered. This issue was identified defective as an out of box (defoa). A credit was issued for the defective battery that was issued to the customer. Based upon the information provided, it was confirmed that the part failed to meet product specifications. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.